Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 5.9, lab: 9.4. Date: same day, 6.6, 9.4. ER doctor gave her 1mg vit k. The next morning, her inr on inratio is 1.4. She started to take coumadin (6mg). The following day, her inr ratio 1.3, retest on same finger 0.9. Patient target range 3-3.5.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2009, set: inratio: 5.9, lab: 9.4, mean: 7.65, confidence limits: unable to determine. Set: 6.6, 9.4, 8.00, unable to determine. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. Inratio precision data provided by end-user: date: the same day, 1st inr=5.9; 2nd inr=6.6. Inratio meter: mean: 6.25, sd: 0.49, %cv: 7.92. Since 7.92% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Date: same day, 1st inr=1.3; 2nd inr=0.9. Inratio meter: mean: 1.10, sd: 0.28, %cv: 25.71. Since 25.71% cv is more than 20%, the precision test failed the criteria for precision. Products will be tested when returned.